Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that during a device implant procedure, cerebro-spinal fluid leak occurred. As a result, the procedure was aborted. No products were implanted and discarded. No further information is available.